Event description:
Information was received indicating that a smiths medical fluid warmer pressure cuff was not pressurizing above 100mmhg when using a 300ml blood bag. The same thing occurred when using a 1 l bag. Biomed tested the tower to the unit and it seemed to be pressurizing normally, so it is believed to be the pressure chambers causing the issue. There were no reported adverse events.

Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 trauma fast flow accessories the complaint of not getting 100 mmhg was not confirmed during testing. The tank was filled with water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Check device air pressure read 5.6 psi +0.0/-0.2psi . Unknown cause of event. Tests were done at different pressures and passed. Other repairs included replacing cracked return tube. Installed tempcheck test fixture e5785 due jul 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
Investigation completed on a smiths medical level one.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 trauma fast flow accessories the complaint of not getting 100 mmhg was not confirmed during testing. The tank was filled with water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Check device air pressure read 5.6 psi +0.0/-0.2psi . Unknown cause of event. Tests were done at different pressures and passed. Other repairs included replacing cracked return tube. Installed tempcheck test fixture e5785 due (B)(6) 2021. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests

Event description:
Investigation completed on a smiths medical level one.